Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 4 thickness 12: code (B)(4) / lot 114230 (50 items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The 19 items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the revision is device related, but it is likely related to a not proper tightening of the screw during the primary surgery.